Event description:
The following information was reported under manufacturer report #3004209178-2012-04527: [it was reported that 8ml of amber-colored fluid was aspirated through the catheter. It was noted that "they followed the catheter and it was in the intrathecal space." The patient was not on any blood thinners. It was later reported that the patient underwent a catheter revision and was doing fine. Additional information has been requested, but was not available as of the date of this report.]. Additional review indicates this information pertains to this manufacturer's report. Any additional information received will be re ported under this manufacturer report number (#3004209178-2012-02606).

Event description:
Additional information: it was later reported that the symptoms the patient experienced was believed to be increased pain.

Event description:
A volume discrepancy was reported. During a pump refill the health care provider got all 40 ml from the device when there was only supposed to be 2ml. The programmer said 28ml on the pump and 38ml of the drug was pulled out. The patient had entire system explanted. There was no reported injury and the patient was reported to be currently doing fine. The pump was used to deliver morphine and bupivicaine.

Manufacturer narrative:
Catheter: model # 8709, lot # l66215, implanted on: unknown, explanted on:unknown. Catheter: model # unknown. Lot # unknown. Implanted: unknown. Explanted: unknown.; (B)(4). Analysis of the pump revealed no anomaly. Analysis of the unknown catheter revealed no significant anomaly; catheter pump connector-tears cuts or coring in sutureless connector (sc)-no leak seen in lab and no leak allegation. Analysis of the 8709 catheter revealed catheter body dark residue occlusion in dispensing holes; event related.

Manufacturer narrative:
(B)(4).